Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's left ventricular lead was dislocated. As a result, the patient's lead was explanted and replaced. Diagnostics indicated normal values postoperative. The patient was reportedly doing well both pre- and post-operative.